Event description:
Per the clinic, the patient experienced pain at the coil site followed by a sudden loss of sound and an inability to connect to the internal device via the programming software. Intermittent connection was achieved only when pressure was applied to the external component. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.